Event description:
It was reported that the user experienced persistent hypoglycemia during evening hours, with blood glucose readings not rising above 53 and a downward trend indicated, despite treating with multiple carbohydrate packets, the user self-administered intranasal glucagon. Symptoms included hypoglycemia. Outcomes included no reported hospitalization or device alarms. Investigation included attempts to contact the user for additional details and blood glucose information. Investigation of this case revealed that the cause of the hypoglycemia remained undetermined due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was unknown. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.